Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the camera head exhibited abnormal color tone (yellowish) due to charge coupled device failure. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the camera head exhibited abnormal color tone (yellowish) due to charge coupled device failure. There were no reports of patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Review of device service history record for the past 12 months found no issues or abnormalities that are related to the reported phenomenon. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.